Event description:
This filed to report single leaflet device attachment (slda), requiring an additional mitraclip procedure. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with prolapsed posterior leaflet and dilated left atrium. The first clip was implanted at a2/p2 central. The leaflet was very mobile due to the posterior leaflet being very long. The clip was stable on both leaflets. It was decided to implant a second clip a2/p2 medial. Mr was reduced to grade 2. It was noted that imaging was difficult during the procedure. Another mitraclip procedure was performed on (B)(6) 2023, due to a single leaflet device attachment (slda) that was observed on both previously implanted clips. The first clip detached from the posterior leaflet. The second clip detached from the anterior leaflet. It was decided to implant an xtw clip on a2/p2 central to stabilize the clips with slda. Mr was reduced from grade 4 to 2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be due to pre-existing patieint anatomy (prolapsed posterior leaflet and dilated left atrium). Image resolution poor was associated with procedural circumstances and due to suboptimal imaging quality. Mitral valve insufficiency/ regurgitation appears to be due to the slda. Mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.